Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the batteries were not charged. As a result, an alternate device was employed. The customer is not using the system, as they were testing it as it is a back-up. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. According to the user facility's biomedical engineer (biomed), the batteries were changed in (B)(6) 2014 (not by the manufacturer), but they never plugged the system in since and has been sitting in back room. Technical support advised the biomed to charge the system and batteries for over 13 hours and test again. As of 12/16/2014, the system has been working correctly. On (B)(4) 2014, the biomed spoke to technical support and determined a repair was needed. The field service representative (fsr) found that the left power supply was not outputting anything (it should be 24 volts direct current (vdc). Input voltage was correct (230 volts alternating current (vac). The fsr replaced both power supplies. Since the power supplies charge the batteries, he replaced both batteries because they were somewhat drained due to the power supply failure. After replacing the parts, the fsr waited two hours for the "gas gauge" to reset to 18.000 amp hours (ah). The fsr verified operation on both battery and alternating current (a/c) power. Battery and a/c operation are now all to specifications. The unit operated to manufacturer specifications and was returned to clinical use. Software data logs were received by the manufacturer on 12/18/2014 for further evaluation. The suspect parts were returned to the manufacturer for further evaluation. The batteries were disposed of at the user facility.